Manufacturer narrative:
Adverse event and product problem . Intervention required. (B)(4).

Event description:
Medtronic received additional event information: when the proximal end of the pipeline flex did not open, the physician partially resheathed the device and wagged it, but the device still did not open. The physician attempted to snare the pipeline flex, but was unsuccessful in removing it. The pipeline flex was left in the vessel when the vessel was taken down. In addition, a continuous heparinized saline flush was used during the procedure. The vessel was very tortuous.

Manufacturer narrative:
The pipeline flex lot number was not provided. The pipeline flex has not been returned for evaluation. The complaint could not be confirmed and the event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). It was reported that the pipeline flex was pinched closed on the proximal end. Access to the aneurysm was lost and cross flow was good, so the vessel was instead sacrified. There was no report of patient injury as a result of this event.